Event description:
It was reported that the patient was implanted with one unknown prodisc-c at c5-c6 on an unknown date. The patient complained of pain. It was discovered by the surgeon that the implant was too large for the patient. The prodisc-c was explanted on (B)(6) 2013 and the patient was fused with an interbody device, plate and screws. This report is for one unknown prodisc-c. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date unavailable. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation was conducted. The complaint failed to give any details regarding the cause of the patient¿s continued pain. There is no evidence indicating the implant failed to perform as it was designed. Improper sizing of the implant can possibly result in a number of hazards to the patient including continued patient pain. ¿myelopathy or pain¿ is also listed on the prodisc-c package insert (gp2632, rev. D) as one of the several potential risks associated with this device and in general with the implantation of spinal implants. A search on pub-med was conducted using the search terms ¿((prodisc-c[title]) and oversize) and pain¿ yielded no results. There is not enough information available to determine a hazard or cause of hazard for this complaint.